Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly and corroded motor home switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. She explained that they were on vacation and the customer might have put the device in the pocket of a wet swimsuit but was unsure of how it happened. She stated that there was some moisture in the display, but it went away. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.